Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the stylus tip position on screen requires calibration. It was also noted that the bullets assembly, left keyboard hinge and hinge plate were broken. The paper tray was nearly empty. The company logo button was missing. The radiofrequency head cable was damaged but still functional. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which returned for preventative maintenance subsequently tested out of specification during manufacturer analysis. There was no patient involvement.